Event description:
It was reported that the customer received a no delivery alarm on the insulin pump after delivering a bolus of 4 units. The customer's blood glucose was 341 mg/dl. Troubleshooting was done. Assisted customer in performing a 5 unit fixed prime, and the customer stated that insulin did exit. The customer stated that the cannula was not bent. Explained to customer that there may have been an insertion site related issue, due to a bent cannula or occlusion with the infusion set or insertion site. Advised customer to change the entire infusion set. Advised to monitor the insulin pump and blood glucose. The customer confirmed he was able to resolve the no delivery alarm with the infusion set change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.